Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported a complaint against the infusion set. Follow-up was completed on (B)(6) 2011, and patient reported that she experienced elevated blood glucose and was hospitalized due to a bent infusion cannula. On (B)(6) 2011, blood glucose elevated to 300 mg/dl, and normal blood glucose is near 90 mg/dl. Patient bolused through the infusion device, but her blood glucose did not decrease. Patient felt ill and contacted a nurse for medical advise. Patient was told to inject 15 units of insulin via syringe. Patient did this, but blood glucose elevated to "hi" mg/dl 30 minutes later. Patient was transported to the hospital by emt. Blood glucose was 550 mg/dl when she arrived at the hospital, and patient was treated with insulin. Patient was discharged from the hospital on (B)(6) 2011. She changed the infusion set when she returned home, and she noticed the cannula was bent. Patient switched to injection therapy until she received a different type of infusion set. The headset was inserted less than 1 day before the event. There was no insulin leakage. Patient did not have any concerns with the removal of the infusion set adhesive or the needle box. Alleged infusion set was discarded and will not be returned for evaluation.